Manufacturer narrative:
The investigation for vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G2 report source added.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured ventricular tachycardia with a "probable" relationship to the impella device used: ¿on (B)(6) 2024 after pt returned to ICU from cath lab, pt had 2 separate incidents of vt (ventricular tachycardia) without a pulse (approximately. During each incident pt was given 1 shock at 200 joules with immediate rosc (return of spontaneous circulation). Stat echo obtained which showed impella had become displaced. Impella repositioned under echo guidance with return of nsr¿. The patient recovered with no sequelae. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured premature ventricular contractions with a "probable" relationship to the impella device used: ¿on 23jan2024 pt developed new onset of pvcs (premature ventricular contraction). A bedside tte (transthoracic echocardiogram) showed that the impella had become displaced overnight. Impella repositioned with return to nsr. (Normal sinus rythm)¿. The patient recovered with no sequelae. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured premature ventricular contractions with a "probable" relationship to the impella device used: ¿on 24jan2024 pt developed pvcs for a second time. A bedside tte showed that the impella had become displaced overnight. Impella repositioned with return to nsr.¿. The patient recovered with no sequelae.